Event description:
It was reported during a design validation lab utilizing a cadaver for knee arthroplasty, the articular surface provisional fractured during initial insertion. A second provisional was utilized and also fractured. The second fractured provisional was still used for trialing range of motion and the demonstration was completed. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Concomitant devices - persona tibial articular surface provisional right size gh catalog #: 42527000707 lot #: 63368462. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see all associated reports: 0001822565-2022-01317. Investigation incomplete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h7, h9, h10. H6 - component code - proposed component code is mechanical (g04) - provisional top the device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.